Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of 1.36ng/ml was obtained. The result was reported out of the lab. The customer re-tested the original sample for accu tni and the repeated result was 0.02ng/ml. In addition, the original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.01ng/ml was obtained. There was no report of death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Qc was within specifications before the event. System check performed in 2007 passed. The sample was collected in a bd, 13x100mm, vacutainer serum tube. The tube manufacturer recommends the following pre-analytical parameters: mixing: 5-6 times. Time clot: 60 minutes. Centrifugation: at 1,300g for 10 minutes. The customer stated they follow the recommended centrifugation, but admitted that it is not possible for them to wait 60 minutes for sample clot because of turn around time. Beckman local applications specialist (as) indicated that the customer is in the process of changing tubes from bd, to terumo serum, venosafe tubes with gel. Recommended clot time for the new tubes is 30 minutes. The as will monitor the customer during tube transition. Pre-analytical factors due to reduced clot time may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.